Event description:
It was reported to philips that the system was unable to produce x-rays.the device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing a pediatric coronary procedure. The procedure was completed without any delay or harm to patient by reselecting the application. The philips remote service engineer (rse) examined system remotely and confirmed that the system is unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found warnings indicated that the ¿set procedure command¿ had failed. The users were attempting to select the ped 15 fps low protocol, which may have an issue preventing its selection. To resolve the issue, the customer selected the new protocol. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed on the same system by reselecting the application. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.